Event description:
It was reported that the implanted valve was subject to possible accidental change in programming. At the last programming session, the valve could not be programmed at all. The device was explanted.